Manufacturer narrative:
Section d10 references: product ID: 37751, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(6). This regulatory report is being submitted as part of a retrospective review as part of CAPA 620188. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the replacement device worked perfect for 2 weeks but it slipped down in the chair and yesterday when caller got it out, it won't work. Caller said it was red hot and won't work, they unplugged it and plugged it back in. Caller said patient was currently, successfully charging using the wireless charger.